Manufacturer narrative:
The investigation was completed. The device was not returned. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26356 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and soon after the patient complained of numbness in the right lower extremity. A runoff was performed and revealed a calcium shelf that was obstructing flow distally. The impella was subsequently explanted to resolve the ischemia. The patient had tolerated the wean without any compromise to hemodynamics. The right femoral artery post closed with perclose x1 with great hemostasis. The patient was transferred to the unit with stable hemodynamics.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: potential adverse events: "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury" (including ventricular perforation).